Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon introduction of the 0.014" interventional wire. An additional stent was placed to cover the dissection. The procedure was completed successfully. The patient's clinical condition after the procedure completion was reportedly stable.

Event description:
This supplemental MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #. There is no change to the initial reported event.

Manufacturer narrative:
A follow-up MDR is being submitted to update the unique device identifier under section d4: unique identifier (UDI) #.